Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, biopsy was performed. After that, the spyscope ds accidentally slipped out of the common bile duct. It was then noticed that the working channel sleeve protruded while the device was in the duodenum. They wanted to perform a second biopsy but they could no go back to the common bile duct due to working channel sleeve protrusion. They completed the procedure using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.